Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I reagent (04z21-25 lot 66071ud00) abbott gmbh, wiesbaden, germany to the alinity I processing module (03r65-01), abbott laboratories, irving, texas, USA. MDR number 3016438761-2025-00057-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for three patients on alinity processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: sid (B)(6) initial result = 233 ng/l repeat same instrument = <2.7 ng/l. Repeated on another alinity = <2.7 ng/l. Patient history = <2.7 ng/l. Additional data provided in attachments on 11dec2024: patient 1 correction to sid it is (B)(6) processed on (B)(6) 2024. Two new patients were added: sid (B)(6) processed on (B)(6) 2024. Initial result = 13.9 ng/l. Repeat result = <2.7 ng/l. Sid (B)(6) processed on (B)(6) 2024. Initial result sid (B)(6) = 90.1 ng/l. Repeat sid (B)(6) = <2.7 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6). Two additional patients were added and sections b3 and b5 were updated. Correction was made to initial sid and section b5 was updated.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for three patients on alinity processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: sid (B)(6) initial result = 233 ng/l repeat same instrument = <2.7 ng/l. Repeated on another alinity = <2.7 ng/l. Patient history = <2.7 ng/l. Additional data provided in attachments on 11dec2024: patient 1 correction to sid it is (B)(6) not (B)(6) processed on (B)(6) 2024. Two new patients were added: sid (B)(6) processed on (B)(6) 2024 initial result = 13.9 ng/l repeat result = <2.7 ng/l. Sid (B)(6) processed on (B)(6) 2024 initial result sid (B)(6) = 90.1 ng/l repeat sid (B)(6)= <2.7 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient on alinity processing module, serial number (B)(6). The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 233 ng/l repeat same instrument = <2.7 ng/l. Repeated on another alinity = <2.7 ng/l. Patient history = <2.7 ng/l no impact to patient management was reported.